Event description:
It was reported that during the procedure, the helix of the right ventricular (rv) lead was failed to retract. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies. The cause of the reported event was isolated to the helix being clogged with blood/tissue.